Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging gauidance, such as ultrasound, to excise a diagnostic same for diagnosis. The device has not been returned for investigation, no adverse event occured with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury. Pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
It was reported by the sales representative, needle packing has varying degrees of breakage leakage. Needle has not opened and used.